Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced incontinence. The symptoms were still present even when stimulation was turned off; however, the patient continues to leave the device off as the original pain has been resolved. A urologist believes the issues are likely related to the procedure.